Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7byj9. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported. The pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated at the end of second prime. The device ran the expected number of pulses in each priming sequence. The drop in pulse widths in tandem with the rotational sensor failing to transition indicates that the hook talons were slipping over the ratchet gear during second prime, and the ratchet gear was not rotating. The drive stall that occurred during second prime resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Due to the needle mechanism not deploying, the cannula retracting could not have occurred. The rerun did not replicate the failure to detent. Inspection of the needle mechanism and drive mechanism found no damages or deficiencies that would result in a failure of the hook talon to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined.